Event description:
Two pedicle screws that were implanted (B) (6) 2007 at s1 broke. They were explanted (B) (6) 2009 by dr. (B) (6).

Manufacturer narrative:
Both returned broken pedicle screws are pending laboratory testing.